Manufacturer narrative:
Ge healthcare has issued a proposal for repair, but the proposal has not been accepted. No further information is available regarding this issue. Ge healthcare has issued a proposal for repair, but the proposal has not been accepted. No further information is available regarding this issue.

Event description:
This report summarizes <noe> 1 <noe> malfunction event. A review of the event indicated that model 1011-9000-000 anesthesia gas machine experienced a malfunction preventing pressurization of the breathing circuit which prevents mechanical ventilation. The report was received from a single source. The reported event did not involve a patient.